Manufacturer narrative:
(B)(4). Additional information: it was reported that a patient underwent a skin lesion excision of scc of the mid chest on (B)(6) 2012. The patient experienced redness and inflammation several days later. When the sutures were removed on (B)(6) 2012 the inflammation was noted. Within a few days of the suture removal the redness and inflammation resolved.

Event description:
It was reported that a patient underwent a skin lesion excision on and unknown date and suture was used. The patient experienced redness and inflammation approximately three to eight days post operative. The reaction resolved once the sutures were removed.

Manufacturer narrative:
(B)(4) - inflammation occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). A representative sample was returned for evaluation. It was visually examined. No issues were found. The package sterile barrier was intact. The actual device batch number associated with this event is not known. Nine possible batch numbers are reported as follows: dle737, dbb817, dkp443, dgb035, dpb683, ece069, dlp629, ece070, dpb205. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.